Event description:
It was reported while using bd syringe safety 3ml ll 24x3/4 an the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: we have a bd plastipak luer-lok syringe (ref 300869) where the black rubber has partially detached. This was noticed while drawing up nacl liquid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2023. One sample and photo received for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history review was performed for lot 2205801, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with the assembly process, when during assembly process there are jammed parts, this damage can appear, deforming the barrel and avoiding a good interaction and sealing between stopper, barrel, and plunger. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe safety 3ml ll 24x3/4 an the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: we have a bd plastipak luer-lok syringe (ref (B)(4)) where the black rubber has partially detached. This was noticed while drawing up nacl liquid.